Event description:
The unit was returned to a covidien service center as a back to stock unit. Upon triage, a service tech found that the power cord was damaged and had a broken ground pin.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the resulted will be forwarded.